Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
Maquet (B)(4) sent an e-mail to maquet (B)(4) on 03/26/2009, stating they have four ultima activator drives that have rusted. Maquet cardiovascular received additional info from (B)(4) on 03/31/2009 stating, "the hospital reported rust appeared on the engraved inscription "guidant" logo on all four devices. They also reported that the drive handles are difficult to rotate and hard to move, so that the motion was difficult and appeared damaged at the steel details. Hard to part the ribs of the pt. This is interpreted that the drive handle was difficult to turn the handle; therefore, hard to open and close. The drive handle events are MDR reportable. The hospital did not report any pt complications. Maquet (B)(4) is returning the first two devices, but the hospital must continue to use the third and fourth device in spite of the damages; therefore, they will not be returned. This report is for the first device.